Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient called technical support with ultra filtration questions. Patient was able to complete tx on the cycler however the patient stated that normally she takes about 6 hours in total for her tx and last night she was on for about 8 hours. Patient only uses 1 - 5000ml bag. Patient treatment details was requested and was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 2 where 5840ml drained. This drain is 485% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 1205ml is 2169ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the liberty cycler. Follow up with the patient¿s pdrn indicates that the patient did not have or experience any complications as a result of the alleged event. The liberty cycler was replaced.

Manufacturer narrative:
The reported complaint symptom iipv (dv > 200% of fv) was not confirmed. The reported complaint symptom code (trng: uf questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested negative for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."